Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a rotator cuff repair surgery, the metal connector of the "4.5mm twinfix ultra pk anchor" was found rust under the arthroscopic procedure. The procedure was successfully completed without significant delay using a back-up device. No patient injuries or other complications were reported.

Manufacturer narrative:
Internal complaint reference (B)(4). H1: updated. H10: h3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A complaint history review concluded this was a repeat issue. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the customer provided image found an arthroscopic image showing a substance that resembles corrosion on the laser markings of the shaft. A visual inspection of the returned device found that it is not in its original packaging. The device has not been deployed, and there is biological debris in the threads of the anchor and on the shaft of the device. There is discoloration and buildup resembling corrosion on the laser markings on the distal end of the device. A presumptive blood test could not be performed due to the condition in which the device was received. The biological debris on the device will produce inconclusive results of the debris specifically on the laser markings. The biocompatibility of the color variation material is unknown, and the possibility of localized pain/discomfort, cannot be ruled out if the material or residue from the reported ¿rust¿ remains in the patient. This is presumed to be unlikely with intraoperative surgical awareness and standard irrigation of arthroscopic procedures, but removal is not documented. No further medical assessment can be rendered at this time. The complaint was confirmed and the root cause was associated with device design. A corrective action for this failure mode is in place.